Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2020. Blood glucose level at the time of the incident was 366 mg/dl. Customer stated that they experienced ketones due to no insulin and dehydration. Customer was treated with intravenous insulin drip. Customer stated they had button error alarm on thursday night but was not able to get insulin for shots so she went all night without insulin. Customer was admitted to the hospital friday morning and she will be released late in 1 or 2 days. Customer stated insulin pump was not able to clear button error alarm. The insulin pump will be returned for analysis.